Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd. The following information was provided by the initial reporter: multiple staff nurses and providers noted that when placing an 18g piv, when activating the auto retraction, the needle doesn¿t retract and gets stuck staff has to pull to the piv out with force in order to retract needle risks for needlesticks.

Manufacturer narrative:
Investigation results: the complaint that the needle did not retract and subsequent leakage could not be confirmed from the ten 18g insyte autoguard devices from lot 4347515 that were provided for investigation. Nine units were received in sealed packaging and one needle was received fully retracted. A functional test showed that the needle would fully retract, and no leaks were detected in the IV catheter. Although the returned samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.